Event description:
Originally reported to (B)(4), pt self-tester reports: protime system inr results between 2.9. Roche coaguchek system inr result 4.7. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Four days later, pt self tester reports expected inr results. MFR evaluation / investigation currently in process.